Event description:
The customer reported that there was no image on the system during fluoro. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep tightened the lemo connector and pins. The system operates as intended. (B) (4)